Event description:
It was reported that a red call doctor icon was received from the patient's communicator. Upon a device data review, it was noted that a battery depletion (bd) alert code had been declared from this subcutaneous implantable cardiac defibrillator (s-ICD). At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.